Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show some affected channels. No incident of accident or trauma was reported. The patient will be seen by her surgeon. Further in situ measurements and possibly x-ray will be performed.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode seems likely due to excessive mechanical stress. However, to determine an exact root cause a device investigation would be necessary. At the moment the patient has five available channels and no plans for re-implantation have been made, as the patient is reportedly making progress with the device.

Event description:
During a regular check-up in (B)(6) 2016, multiple electrode channels with hi impedance status or involved in a short circuit were detected. Speech perception was difficult to assess based on the patient's age of 20 months; however the child appeared to be reacting normally. Earlier no incident of accident or trauma was reported. It was later reported in (B)(6) 2016 that the status of available channels was stable and had not changed. The patient has started to speak and parents and audiologist are satisfied with her progress. There is no plan for re-implantation at this time, but to continue to monitor the patient's progress with the device.